Event description:
Patient's caregiver called in to report an unidentified service error code. Customer care attempted to troubleshoot, but was unsuccessful and the system kept alerting. The issue was not resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Kmt reviewed the device event log and observed 13 service error codes. The returned device was evaluated and the monitor passed all evaluation tests. Returned t/c failed inspection and could not be tested due to multiple gel deployments. Cause of the therapy cable could not be confirmed due to gel deployment associated with the service error code. No observed damaged. However, therapy cable likely was the cause of the service code malfunction.